Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed, and the reported failure (error (B)(4)) was able to be reproduced during the sine cycle. The reported complaint was confirmed based on the field evaluation.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the right master tool manipulator (mtm) was not responsive. The mtm was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a recoverable error 25521 appeared on the screen of the system. The right master tool manipulator (mtm) on the surgeon side cart (ssc) was also not functional. Prior to calling the technical support engineer, the customer had performed a hard power cycle on the system. The tse reviewed the artemis logs and found error 25521 pointing to the mtm. The customer used the second ssc on site to complete the procedure. The procedure was completed as planned with no reported injury.